Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: weight to the spec, crease fold and black particle in the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Health professional reported left side rupture. The device has been explanted.